Event description:
It was reported that a pt underwent an exploratory laparotomy with g-tube stamm procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke into two pieces and a small piece was retained in the pt's abdomen. There are no plans to retrieve the needle fragment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.